Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Unit was received with stained keypad overlay, minor scratched lcd window, scratched case and detached reservoir tube retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level that was about 407 mg/dl. They treated the high blood glucose with a manual injection. The customer also reported that the insulin pump had alarmed a power error detected. The customer had previously called to report power error detected. The alarm recurred within a week of troubleshooting the previous occurrence. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.